Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had alarmed no disposable clamp tubing. The patient had been instructed to stop the device. Although the pump displayed as stopped, it continued to alarm. Troubleshooting steps had been explained, but the patient declined to attempt them. Pump settings had been obtained. The pump was powered off and then back on in an attempt to restart, but a persistent double beep had continued. The pump was powered off again, and the patient had been instructed to proceed to their appointment and inform the staff of the alarm. The reservoir volume was 5.8 ml, the infusion rate was 1.6 ml/hr, and a total of 68.2 ml had been administered. The patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.